Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, followed by motor error alarm during the prime process. The customer stated that he rewound the insulin pump after the no delivery alarm, and the device was fine. The customer stated that he was later changing the reservoir when he received multiple motor error alarms. The customer's blood glucose was 190 mg/dl. The customer did not observe any significant events leading up to the alarms. The customer stated that the insulin pump was stuck in the rewind process after alarming motor error. Customer stated that he was able to rewind and fill the tubing, but the motor error recurred thereafter, and he was unable to get past that step. The customer had already reverted to using another insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.